Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (tactile error 1) issue. The reporter stated that the meter remote emitted an error 1 with sub code 5 at random while no input from the user was performed on the meter remote or pump. The error allegedly could not be cleared by rebooting the meter remote. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/14/2014-device evaluation:the meter remote has been returned and evaluated by product analysis on 05/06/2014 with the following findings:during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 5, which indicated a software data issue. The meter remote could not be paired to a pump for further investigation, and the error could not be cleared.